Event description:
It was reported that a locking screw became detached from a single-level pedicle screw construct at an unspecified time post-operatively. A reoperation was performed to remove and replace the construct at approximately 10 weeks post-operatively. The surgeon has reported the pt is recovering successfully.

Manufacturer narrative:
Device eval.: four locking screws were returned for evaluation. In addition, four pedicle screws and two rods were returned. Visual examination was performed. All devices exhibited signs of use and wear consistent with use in a pedicle screw construct. One locking screw displayed damage which may be consistent with the removal. A review of the device history records for the devices returned found no related issues. Based on the results of our eval, no conclusions can be drawn.